Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight. The customer reported aspirate probe number six (6) was not seated correctly. The customer reseated the aspirate probe and performed a passing system check. The beckman coulter (bec) field service engineer (fse) noted the black retaining nut on the wash pump was loose and allowing wash buffer to leak onto the aluminum horizontal plate. The fse also noted the vacuum pump was making a loud noise. The fse rebuilt the wash pump. The fse proactively rebuilt the precision pump. The fse replaced the vacuum pump. The fse verified repairs by performing a passing system check, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although, no one single component can be identified as the sole contributor.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The customer repeat tested the sample on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. The customer noted the patient sample generated a normal creatine-kinase mb (access ck-mb) result. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc), access thyroid stimulating hormone (tsh) qc and access tsh calibrations were failing at the time of the reported event. Sample information, such as collection device type, centrifugation speed and time, were not provided. The customer did not note sample integrity issues.